Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, crease/folding of implant.

Event description:
Healthcare professional, through distributor, reported of the left side device: "prostheses with folds and contour alteration", and "implant encapsulation grade IV". The device remains implanted.